Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used to treat colon polyps during an esophageal endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the clip was unable to release from the catheter to deploy. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used to treat colon polyps during an esophageal endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the clip was unable to release from the catheter to deploy. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on october 26, 2024: it was confirmed that the handle break is causing the device to have difficulty to release from catheter.

Manufacturer narrative:
H6 has been updated to code handle break deeming this a non-reportable scenario, due to additional information received on october 26, 2024. H11: investigation results: a resolution 360 clip was received for analysis. Visual inspection identified the clip was received without the clip assembly and with evidence of full deployment. The handle was tested, and no problems were observed. The reported allegations were unable to be confirmed. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected. Based on the additional information and the results of the returned device analysis, bsc reassessed this event as not reportable as it did not lead or might not have led to a serious deterioration in health to this patient. The event of the handle break causing the device to be difficulty to release from the catheter did not directly or indirectly lead (nor might lead) to death or temporary or permanent serious deterioration in the state of health of the patient, user, or another person. 'Handle break' is a known and anticipated potential failure mode associated with the resolution 360 clip, which is accounted for in the device's risk management documentation. The most common harm associated with a 'handle broken' event is 'prolonged procedure limited', which includes a minor prolongation or extension of the procedure beyond anticipated or expected duration in order to exchange the device. The procedure was completed with another resolution 360 clip with no patient complication. There have been no serious injuries reported to date associated with a resolution 360 clip 'handle broken' event.